Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device gave an error 1830 alarm. Pump settings could not be obtained. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.